Event description:
A report was received that following an implant procedure the pt had low oxygen level in her blood. The pt was sent home with oxygen but passed away sometime in the middle of the night. The physician doesn't believed that the pt's death is device related.